Manufacturer narrative:
Follow-up #1: date of submission 9/11/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.moisture observed in battery compartment: battery compartment is cracked on threads, failed due to battery compartment leak,, pump case was removed and no further moisture was observed internally unrelated to the complaint, the display is dim/fading/reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.